Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that the insulin pump had a compromised force sensor system alarm and indicated severe damage in casing. Blood glucose level at the time of the incident was not provided. The insulin pump was not replaced or returned.